Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not allege a specific device failure with the perfix plug. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug and a bard/davol ventralex. On (B)(6) 2014: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not allege a specific device failure with the perfix plug. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct product catalog no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of mesh - ventralex, patient was diagnosed with adhesions, granuloma and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and pain as a possible complication. Updated fields: d4 (corporate lot no, expiry date, UDI no), d.6b (date of explant). Corrected field: d4 (product catalog no). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug and a bard/davol ventralex. On (B)(6) 2014: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1) and ventralex mesh (device #2). Per operative notes, ¿the hernia sac was ligated and amputated along with the lipoma of the cord. The inguinal hernia defect was repaired with perfix plug (device #1) and umbilical hernia defect was repaired with ventralex mesh (device #2) secured by using sutures.¿ on (B)(6) 2010: patient was diagnosed with suture granuloma and pain in umbilical hernia site thereby underwent open repair with excision of suture granuloma. Per operative notes, ¿the umbilical hernia repair seemed to be well intact. Attention was turned to closure and the piece of suture sticking to the skin was repaired by using sutures.¿ (there was no visualization/mention of perfix plug (device #1) and ventralex mesh (device #2). On (B)(6) 2014: patient was diagnosed with adhesions and pain in umbilical hernia site thereby underwent laparoscopic repair with the partial removal of ventralex mesh (device #2). Per operative notes, ¿ventralex mesh (device #2) was identified at the umbilicus was contracted and there were dense adhesions of omentum surrounding the entire mesh. A small one piece of ventralex mesh (device #2) was left in the abdominal wall. The fixation sutures and ventralex mesh (device #2) was removed. (There was no visualization/mention of perfix plug (device #1). Attorney alleges that the patient had adhesions, mesh shrinkage, pain and emotional injuries. It is also alleged that the patient had pain and discomfort resulting from implants interferes or prevents me from participating in many of my normal activities at work and at home including intimate activity with my wife.